Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. H6: ec method code desc - 5: communication/interviews (4111) investigation ¿ evaluation it was reported on (B)(6) 2020 of an incident involving a cook bakri postpartum balloon. As reported, following placement, the complaint device could not be inflated. The device was removed, and the procedure was successfully completed using another bakri device. No adverse effects were reported. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use,specifications, and quality control data. The complainant returned one open package containing a bakri postpartum balloon catheter for investigation. Visual examination confirmed the catheter was returned in used condition. Balloon was intact and the stopcock was loosely attached to the fitting on the inflation line. Stopcock was in the open position. A functional test was performed by inflating the balloon with tap water. Using a large syringe, water was flushed through the inflation lumen expanding the balloon. The balloon inflated and deflated properly. The event as reported could not be recreated. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warns the maximum inflation is 500ml. Do not overinflate the balloon. Balloon should be inflated with sterile liquid. Balloon should never be inflated with air, carbon dioxide or any gas. The IFU also precautions to avoid excessive force when inserting the balloon into the uterus. The reported failure could not be replicated using the returned device. The complaint was not confirmed, as the device functions as intended. Cook has concluded that no problem with the complaint device was detected. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during the treatment of a post-partum hemorrhage, a bakri tamponade balloon catheter failed to inflate after the device had been placed. Another bakri balloon was placed to complete the procedure. It is unknown how much blood how much blood was lost before or after placement of the first bakri device. The complainant did not know why the device failed, but noted the syringe was functional. It was stated that the patient did not experience any adverse effects due to this occurrence.